Event description:
Patient reported right side "lumps between armpits and breast, bilateral ruptures and exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral ruptures and exchange from textured to smooth breast implants due to the patient¿s concern with the product."